Event description:
The cypher stent was deployed successfully in the target lesion; however, after deflation the balloon came apart in the coronary artery. The distal portion of the balloon catheter was dislodged inside the pt and the physician was able to snare the piece successfully. There was no pt injury and the remaining product will be returned. The stop cock used during the procedure was placed just proximal to the sds and then the touey bourst was placed at the end. The stop cock was in-between the sds and the touey. The scrub tech believes the stop cock twisting motion during the case is what may have caused the catheter to separate.

Manufacturer narrative:
The product is available for analysis, but has yet to be returned. Additional information will be submitted within thirty days upon receipt.